Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, low pace impedances less than 200 ohms along with high pacing thresholds. Subsequently, this lead was surgically capped and replaced during a generator change-out procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.